Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclavable camera head to the service center with no reported complaint. During the evaluation of the device, air leakage from connector section and damage to the internal charged coupled device was observed. The service repair technician indicated that the most likely cause of the air leakage from connector section and damage to the internal charged coupled device was due to component failure. There was no patient involvement.